Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was having poor coupling. The patient reported having difficulty getting all 8 boxes filled on the ins recharger. The patient reported that the location of their implant makes it difficult for the patient to position the antenna and that it was challenging to get a successful recharge. The patient also reported that the recharging was taking too long and that it discourages him from using the stimulation more. The patient was recommended adhesive disks. No complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.